Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 5.5 years post initial right tka, the 75 y/o female had a revision due to poly recall. There was no breakage of device or surgical delay/prolongation. Patient was revised to exactech device. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images, the device is not available for evaluation as hospital kept the implant. No other patient information/medical history provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2023-00289.